Event description:
The patient reported no pain relief with a daily dose of 18 mg of intrathecal morphine. A "rotor/dye" study was done and it was determined to be a motor stall. The patient was placed on oral morphine and the pump was explanted and replaced.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.